Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was 7 mmol/l. The customer was not assisted with troubleshooting. The customer stated that the physical damaged was cracked. Customer also stated that the retainer ring was damaged. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted. (B)(4).